Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge.

Event description:
It was reported that multiple occlusion alarms occurred. Pump system check was performed and cause of occlusion was not confirmed. Reportedly, customer used cold insulin to fill cartridge. Tandem technical support reminded customer to use room temperature insulin as per labeling. Customer's blood glucose was 425 mg/dl and was declining at the time of the report.